Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s blood glucose was 288 mg/dl at the time of the incident. Customer reported that when she presses the act button it goes blank . Customer reported that she tried putting a new battery in it. When it test cant dial it in wont rewind no motor. Customer reported that she declined troubleshoot for high blood glucose she treated with syringe it is because the pump is into register. The pump will be returned for analysis.